Event description:
The company was made aware that the patient experienced a perilymph gusher during implant surgery. Advanced bionics is in the process of gathering more information; once more information is obtained a supplemental report will be submitted.